Event description:
It was reported that the patient experienced vomiting and lethargy on (B)(6) 2013, the same day the patient's vns device was replaced. It was stated that the patient would be seen in the emergency room on (B)(6), 2013. Follow up indicated that there was a possible relationship between these events and vns; however, nothing was directly noted. Additional follow up indicated that the patient has very low blood pressure and would be reaching out to the neurologist. No other information has been provided.